Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro control board and the printer. System operates as intended. (B) (4).

Event description:
The customer reported the system displayed an iris potentiometer error. No patient injury was reported.